Event description:
It was reported that the pt was hospitalized with withdrawal symptoms of fever, aches and "general" after his pump was implanted. The physician did not think that there was anything wrong with the pump. The pt had a pump refill 7 weeks ago. At the pt's visit with his hcp on (B) (6) 2009, the full amount of the drug volume was "pulled" from the pump. The pt stated that he did not hear any pump alarms. A catheter dye study was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).